Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 600 mg/dl at the time of the incident and current blood glucose was 471 mg/dl. Customer treated high blood glucose with the insulin pump. Based on customer report customer does not allege pump was under delivering. The customer advised to monitor the blood glucose. The device is not expected to be returned for analysis.